Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient called in while in fill 1 out of 5 with a cycler alarm for air detected in the cassette. The patient was advised to re-setup with supplies, and during the process the patient stated there was fluid coming out of the cassette. The set was discarded. During follow up the patient's nurse reported the patient did not require any medical intervention or additional treatment as a result of the reported incident, and the patient remained asymptomatic. No antibiotics were prescribed.